Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8, h2, h4, h6, h11. Corrected fields: d4. The device was not returned to olympus for inspection and the reported failure was confirmed. No additional reportable malfunctions were identified during the device evaluation. A definitive root cause could not be identified. The event can be detected/prevented by following the instructions for use which state: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the subject device was used before cleaning in the same patient. The issue was found in reprocessing after a diagnostic endoscopy. There were no reports of patient involvement.

Manufacturer narrative:
E1: complete name of the facility medical corporation (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.